Manufacturer narrative:
(B)(4). Batch # r93d7z. Device analysis: the analysis results found that the er320 device was returned with no damage in the external components with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 15 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor was using the er320 to ligate the bile duct. He placed three clips on residual and one clip on specimen side. All clips looked good after placing via er320. When he cut the bile duct, all three residual clips fell away from the duct and bile flew into the abdomen. He then used a hemolok clip and rinsed the site to resolve the problem. All three clips were recovered from the body for investigation (in a separate container). Two clips are showing that the closure failed; the legs are x-shaped. One is open 90° when removing through the trocar (not significant). There was no patient consequence.